Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with the monitor. The cause for the failure was isolated to a damaged trunk cable connector. The connector was cracked, and the red (can h) wire was open in the connector. The root cause for the open wire could not be positively identified. No adverse event resulted from the open wire.